Event description:
When the instrument was opened stains were observed on the product.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. Review of the provided photographs confirmed the rust condition. The supplier¿s investigation with many hospitals indicates the root cause is attributed to inappropriate cleaning counter to the recommendations in the instructions for use (IFU). The cleaning process at the hospitals appear to be causing the damage to the product through serial exposure to acidic and alkaline solutions without any water rinses, which attack the passivate layer. This is in conflict with the packaged IFU (IFU-0902-00-721) which indicates to: ¿prepare an enzymatic cleaning solution per the manufacturer¿s instructions. Soak soiled instrument for 5 minutes. Use a soft bristle brush to remove all traces of blood and debris, paying close attention to threads, crevices, seams, and any hard to reach areas. Rinse the instrument thoroughly with warm tap water. Rinse all lumens, internal areas, sliding mechanisms, and hinged joints, actuating sliding mechanisms and hinged joints while rinsing. Ultrasonically clean instrument for 10 minutes in neutral ph detergent, prepared in accordance with the manufacturer¿s instructions. Rinse the instrument thoroughly with warm tap water.¿ the complete investigation of rusting/corrosion is documented within (B)(4). No further actions indicated. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The device and packaging associated with the reported event were not returned for evaluation. A search of the complaint database did not find any additional reports against the product/lot code combination. The investigation could not draw any conclusions about the reported event without the product and packaging to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.